Event description:
It was reported that the patient's recharger quit working and was not powering on; they went to recharge their ins the previous night and it seemed as though the desktop charger wasn't making a connection with the recharger. They kept messing around with the devices to try and get the recharger to charge, however they would be holding the desktop charger in the recharger and then the recharger would "kick off" and just go blank. The connector pin was a little bit bent. They realized that the desktop charger connector pin was fragile and could bend and break easily. The green light was illuminated on the desktop charger power box when the desktop charger was plugged into an outlet. The patient didn't see anything in the port of the recharger. A replacement device was requested.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the desktop charger (B)(6) found a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.